Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette was not attached properly alarm was persistent. Alarm would not clear after cassette was removed. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was unable to duplicate the reported problem; however, it was confirmed in the device's event history log. The service history review had no indication that the complaint was related to a service of the device within the review period.